Event description:
The handpiece was returned to the manufacturer for service, and during the investigation it was found that the back plug of the device is missing. There was no patient involvement during this event. This did not occur during a surgical procedure. There was no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation it was found that the back plug of the device is missing. Based on the investigation details, the reported event can be confirmed. This plug can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the plug to loosen and fall off over time.